Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time that the device was received it was beeping in the shipping box. Upon interrogation, the device was noted to have detections turned on and multiple shocks had been delivered prior to being implanted. The device had also reached early elective replacement indicator (eri). The device was not used for the case. There was no patient involvement.